Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiencing high blood glucose and a no delivery alarm. The blood glucose at the time of the incident was 412 mg/dl. The customer states the insulin pump alarmed no delivery. The customer has performed multiple set and reservoir changes, however the blood glucose level continued to rise after the last set and reservoir change. The customer blood glucose level went up too 487mg/dl. Troubleshooting was performed and insulin exited the pump. The device will not be returned for analysis.